Manufacturer narrative:
Omsc investigated the subject device and confirmed the following. Horizontal line noise occurred in the endoscopic image. This noise occurred during the electronic shutter was enabled. This noise did not occur during the electronic shutter was disabled. Based upon the investigation result, omsc surmised that this phenomenon was caused by the following mechanism. Regarding the video signal sent to the ccd unit of the subject device, the disturbance occurred during the electronic shutter was enabled due to the influence of any characteristic variation of the device controlling the electronic shutter on the circuit board of the subject device. The noise occurred by this disturbance of the video signal. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the tur-p procedure, the endoscopic image was blinked. The facility changed the endoscopic system to the similar but other system and the physician completed the procedure. At first, the facility thought that the clv-s190 had abnormality, therefore ocm repaired the clv-s190, however the image abnormality could not be resolved. Whereafter ocm checked the otv-s7proh-hd-12e which was used with the subject clv-s190 in the procedure and found that the reported phenomenon was caused by the defect in the otv-s7proh-hd-12e on april 26 2017.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".